Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's system has high impedances resulting in the inability to enter MRI mode and ineffective therapy. Troubleshooting has been unable to resolve the issue. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.